Manufacturer narrative:
Concomitant prod: seamguard bioabsorbable staple line reinforcement material (product ID: 12bsguss60g, lot no: 06538579), 176657 endoclip ii ml 10 appli (lot# n9a208), 176657 endoclip ii ml 10 appli (lot# n9a407), 174006 protack 5mm disp in (lot# p9a0568). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrence and separation of mesh. Post-operative patient treatment included revision surgery. Concomitant device: seamguard bioabsorbable staple line reinforcement material (product ID: 12bsguss60g, lot no: 06538579).